Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: you stated that the clips that came out from the firing were open. No. They report that the clips jammed and slid in the artery so they didn´t grasp correctly. Did the open clips drop or eject from the device? You stated that the clip blocked. The device ejected the clips and they could close the clip, but it slid and didn´t clip correctly. Did the device not fire? The device was fired but the clips slid when they were in contact with the cystic artery.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon was to clip an artery, the clip blocked and when the clips came out from the device, they were open. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m9117g. Conclusion: the analysis results found that the er320 device (c) was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.